Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Manufacturing site: (B)(4). Manufacturing date: april 05, 2016. Expiry date: march 01, 2025. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was completed: the returned item has been investigated for all the features relevant to the complaint condition. The functional test performed showed that the retention/locking mechanism of the catch is in specification. The visual inspection didn't identify any defects manufacturing related but one of the two plate holes has been found seriously damaged post production: this could indicate an improper positioning of the screw during the surgery. Based on that, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The defective "cage" was removed from the operative field and a new "cage" was implanted in its place, it is not considered to have been implanted or explanted. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while implanted a "cage" (a variable angle zero profile anterior cervical interbody fusion acif implant) it was noted that the device had a defective bushing (cap) or blocking mechanism. It was explained as the screw was inserted into the cage, the bushing pushed in and did expand/lock around and retain the screw as expected. The bushing then appeared to be loosen and looked as though it began to spin. The defective "cage" was removed from the operative field and a new "cage" was implanted in its place. The surgery was successfully completed with no additional medical intervention required. This complaint involves one (1) device. Concomitant devices reported: screw (part # unknown, lot # unknown, quantity 1). (B)(4).